Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. A medtronic representative was informed by the site that the fiducial placement was questionable for the procedure. The software investigation found that the probable cause of the issue is the fiducial placement as the system checkout could not confirm the reported issue.

Event description:
A medtronic representative reported that, while in a cranial resection, an imprecision was reported. The surgeon noted that the tip of the probe was inserted into the lesion, though the tracking discontinued on the navigation system. The instrument was then located in the ventricle and was confirmed on the ventricle area. No additional information was provided. The surgeon continued the procedure with navigation as well as visual inspection. There was no reported delay to the procedure due to this issue. There was no known impact on patient outcome.

Manufacturer narrative:
Additional information: a medtronic representative reported that no healthy brain issue was resection. It was reported that the amount of imprecision was unavailable as the probe would not track as it went deeper into the brain.